Event description:
Customer reports the 1400+ is leaking onto the floor and into a walkway. She states no one was injured and no patient results have been affected due to the leak. Customer states she currently has the liquid from the extensive leak contained.

Manufacturer narrative:
The field service representative determined a pin hole in the wash tower seal was the cause of the leak. He replaced wash tower seal and monitored instrument during extended prime to confirm it was no longer leaking. Customer ran quality control to verify analyzer operation.